Manufacturer narrative:
An investigation of the data log files was done and highlighted that the root cause of the incident is a residual software bug occurrence.

Event description:
It was reported that during a surgery, a communication error occurred during the registration phase. The robot was shut down and registration had to be started over.